Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the air/water nozzle loosened, the eog valve loosened, the serial number plate missing, the insertion flexible tube (ift) buckled, the light guide cable buckled, the suction channel buckled, the control body fluid damage, the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the electrical connector fluid damage, and the lg cable connector fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.